Manufacturer narrative:
The initial medical device report was submitted (2938836-2015-03056). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported through remote transmission that the device was found to have reached eri. The patient was asymptomatic. Review of session records noted premature battery depletion. The device was explanted and replaced. The patient was in stable condition post-procedure.